Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, could not determined.

Event description:
The estimated longevity of the device has shown an abnormal decrease. Review of session records suggest the battery depletion is normal and the records transmitted to the programmer may have given a false estimation. The device was explanted and replaced. Related MFR numbers: 2017865-2017-00488 and 2938836-2017-10769.